Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provide product failure investigation, analysis and resolution for the device described in this report. A maquet service technician changed the safety board and tested the system. The system passed testing. The unit was returned to service. The safety board has been requested for evaluation. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that after the installation of a heart lung machine and during system testing, one pump displayed an error message stating the safety system had discovered a deviation from set values. Internal reference: (B)(4).